Manufacturer narrative:
(B)(4). (B)(6). The lot was manufactured may 24, 2017 ¿ may 25, 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph showed evidence of fluid within the overpouch which indicates a leak had occurred. The location of the leak could not be determined from the photo. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking into the overpouch. This event was discovered before patient use and the location of the leak was unspecified. The device was filled with cefazolin 6000mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.